Manufacturer narrative:
The events of lymphoma and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is reported "alcl diagnosed" and lump/nodule. Further information from the reporter regarding event, product, diagnostic testing, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Regulatory agency reported "alcl diagnosed in right implant....lpd now progressed to mass." Histopathological markers were not reported. A capsulectomy was performed. Patient also received chemotherapy. The status of the device is unknown.